Event description:
Rep said that power cable was damaged. Rep stated there were bare wires showing. No one was involved with the bed. Resolution: replaced power cable. Conducted a functional test. Returned unit to service.